Manufacturer narrative:
Batch review performed on 7 october 2019: lot 145417: 106 items manufactured and released on 9 october 2014 . Expiration date: 2019-08-31. No anomalies found related to the problem. To date, 105 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 4 years and 10 months after the primary due to pain due to a periprosthetic bone fracture. The cause of the periprosthetic fracture is unknown. The surgeon revised the stem and liner successfully.